Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. A total of 20 retained samples were subjected to functional tests, and all 20 samples were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ tubes, one (1) tube underfilled. Collection tube was replaced and collection was repeated. There were no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ tubes, one (1) tube underfilled. Collection tube was replaced and collection was repeated. There were no health impact or consequences reported.